Event description:
It was reported this was a venotomy closure of the right common femoral vein (rcfv) using the pre-close technique via a 6f sheath hole prior to a watchman interventional procedure. Reportedly, there was no resistance upon removal of the device; however the sheath separated and the distal part remained in the patient anatomy. A surgeon was called in to perform a surgical cut down to retrieve the sheath; however, he was unable to retrieve it. Surgical suturing was used to repair the vessel damage and achieved hemostasis along with manual compression. The surgeon went into the left common femoral vein (lcfv) and went over to the rcfv and retrieved the sheath out of the patient¿s anatomy using a snare. The watchman procedure was completed from the lcfv without any issues. A clinically significant delay in the procedure occurred. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose prostyle instructions for use (eifu), as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a potential adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.